Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing of low amplitudes. Auto set-up was ran and the device only passed in secondary. Troubleshooting was performed and they could not re-create degradation. Additionally, it was noted that the smart pass feature was disabled due to low amplitude signals. The plan is to try different screening positions. While the patient was lying on his left side, the device moved slightly anterior. There is a concern about inappropriate shocks if the patient is laying on his left side as the patient has end stage renal and will likely be in a recumbent position. Ts informed if the patient is getting dialysis, they will likely have changes in morphology. The patient only passed screening in secondary and primary. The physician will decide on revision versus transvenous implantable cardioverter defibrillator (ICD) option. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing of low amplitudes. Auto set-up was ran and the device only passed in secondary. Troubleshooting was performed and they could not re-create degradation. Additionally, it was noted that the smart pass feature was disabled due to low amplitude signals. The plan is to try different screening positions. While the patient was lying on his left side, the device moved slightly anterior. There is a concern about inappropriate shocks if the patient is laying on his left side as the patient has end stage renal and will likely be in a recumbent position. Technical services informed if the patient is getting dialysis, they will likely have changes in morphology. The patient only passed screening in secondary and primary. The physician will decide on revision versus transvenous implantable cardioverter defibrillator (ICD) option. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted successfully. No additional adverse patient effects were reported.